Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 3133795/3135294.

Event description:
It was reported that the patient was experiencing overstimulation when the stimulator is turned on and stimulation drastically increase around the pain area when charging. The patient underwent an explant procedure. All device components were explanted.